Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, and displacement tests. No motor error alarms were noted. However, the device was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the excessive no delivery test or occlusion test due to the prime anomaly. The motor was tested outside the device and passed. The unit was received with cracked casing at the display window corners and minor scratches on lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 309 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind successfully. However, there were four motor error alarms noted in the past month. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.